Event description:
It was reported via a medwatch report that the wound drain was placed next to the pt's spine during a spinal fusion surgery. Two days after the surgery, the drain was removed and no problems were documented. Approx 5 weeks later the pt required an additional surgical procedure due to a dislodged screw/hardware repair. During the surgery, 6" of the wound drain was discovered and removed. The pt recovered with out any further complications and was discharged 9 days after the procedure.

Manufacturer narrative:
The sample is forthcoming. The lot number is unk so the device history record could not be reviewed. Once the sample is received a supplemental MDR will be filed documenting the results of the investigation.